Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report on 11sep2018. The colonoscope had a blocked primary channel and failed protein testing, involving video colonoscope model ec38-i10l, serial number (B)(4). The reporter responded to the customer service representative's good faith effort via phone on 12sep2018 and noted the failure occurred during reprocessing. The colonoscope was returned on 17sep2018 and during evaluation by the service technician at pentax medical on 18sep2018, the customer's complaint about the primary channel blockage was confirmed as resistance in the primary operation channel. The additional pentax medical service inspection findings included the following: passed dry/wet leak tests; up/down angulation knob play; lightguide prong cover glass set loose; fluid invasion not observed in control body or pve connector; suction tube mild resistance; right/left angulation knob play; objective "len" cracked. Angulation adjustments were made, the distal end assembly with tubes and suction tubes were both replaced, and the distal attaching plate and screws, adjusting collar, bending rubber, o-rings and seals, r/l and u/d pulley assemblies and angle wires were replaced during repair. Pending investigation completion.